Manufacturer narrative:
(B)(4). Possible use errors: using cold insulin and overfilling the cartridge. Per tandem¿s t:flex user guide: ¿the single-use disposable cartridge can hold up to 480 units (4.8ml) of insulin. Insulin should be at room temperature before filling cartridge".

Event description:
Quarterly summary report for alleged insulin gauge issues: it was reported that the insulin gauge was inaccurate or a minimum fill notification was received after the cartridge was filled with a sufficient amount of insulin. The issue was resolved by loading a new cartridge or reverting to an alternate method of insulin therapy. There was no adverse impact to the user.